Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged samples initially generated a positive result for sars-cov-2 (negative for influenza a&b). A recollected sample was retested on another assay (smartgene assay) and generated a negative result for sars-cov-2. Unknown which results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
Customer is using off-label collection media. Although the root cause cannot be definitively identified for the first patient sample, potential root causes include differences in technology and sensitivity and sample quality differences between the two sample collections. The most likely root cause of the second patient sample's discrepancy is the low titer. The initial positive sars-cov-2 result generated a CT at the limit of detection, indicating a low viral load. Samples that generate a CT at the limit of detection can generate wavering results upon repeat. Per the assay's instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status.